Manufacturer narrative:
Medwatch sent to FDA on 02/02/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the marionette lines and cheeks with juvederm voluma with lidocaine as well as concomitant injection to the upper and lower lips and oral commissures with juvederm volift with lidocaine. Patient was treated with local cold after injection. Four months later patient developed spontaneous "lesion firm in consistency in marionette lines" with no "external inflammation." The injecting physician prescribed "prednisona" and "claritromicina:. Patient had previously been prescribed "espiramicina and metronidaxol" and "amoxicilina-clavulanico" by another doctor. The injecting physician also treated the patient with injections of "hialuronidasa" to the marionettes and triamcinolone acetonide with saline solution. Symptoms are ongoing. A cutaneous CT scan showed "possible panniculitis".

Manufacturer narrative:
Medwatch sent to FDA on 12/22/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of firm lesion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of firm lesion as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected to the marionette lines and cheeks with juvederm voluma with lidocaine as well as concomitant injection to the upper and lower lips and oral commissures with juvederm volift with lidocaine. Patient was treated with local cold after injection. Four months later patient developed spontaneous "lesion firm in consistency in marionette lines with no "external inflammation." The injecting physician prescribed "prednisona" and "claritromicina". Patient had previously been prescribed "espiramicina + metronidaxol" and "amoxicilina-clavulanico" by another doctor. The injecting physician also treated the patient with injections of "hialuronidasa" to the marionettes and triamcinolone acetonide with saline solution. Symptoms are ongoing. A cutaneous CT scan showed "possible panniculitis".